Event description:
It is reported that during a laparoscopic cholecystectomy procedure, the insulation on the distal tip of the device burned. There was no pt consequence. Another like device was pulled to complete the case.